Manufacturer narrative:
Date of birth: unknown, not provided. Explant date: if explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. It was indicated that the device is not returning for evaluation as to date it remains implanted; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the zxt150 intraocular lens (iol) was implanted into the patient's right eye on (B)(6) 2018. Reportedly, the patient started complaining of blurry vision immediately post-op and ever since. At 3 months post-op the surgeon asked for a johnson & johnson consultation to discuss possible reasons for the unhappy patient, whose vision can not get any better than 20/60. No other medical intervention was performed but the surgeon inserted a punctal plug due to dry eye post op. Patient has not been seen since and therefore, it is unknown how the patient is currently doing. The surgeon commented that there is no plan to explant the lens. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.